Manufacturer narrative:
The adjustable pressure limit (apl) valve was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, ge healthcare (gehc) service representative noted the adjustable pressure limit valve (apl) was not functioning as expected, and higher than expected pressure was noted.